Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed power system error. The customer stated that the alarm occurred twice and stopped the insulin delivery. Customer changed the battery, which did a reset and had to set the time and date again. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was returned for power error alarm 25. Detailed trace analysis did not confirm the alarm 25 was triggered; the backup battery unloaded voltage did not drop below 3.7v for consecutive 240 minutes. No unexpected pump error 25 noted. The insulin pump passed displacement test, rewind, seating and basic occlusion test. The insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.